Event description:
The field application specialist reported the customer received questionable creatinine plus ver.2 results for 20 patient samples. See the attachment to the medwatch for specific patient data. The initial results were reported outside the laboratory. There were no adverse events that the customer was aware of. The creatinine plus ver.2 reagent lot number was 68409701 with an expiration date of 02/28/2014. The field application determined there had been a calibration issue. The customer determined at the time of the problem that there was an issue with the creatinine calibration as their level 1 control was at the upper end of their qc range on that day. They recalibrated that instrument and ran controls with recovery close to their mean. To verify the analyzer, the field application specialist ran 10 samples of a patient pool on both instruments. The control recovery was within the customer's ranges and the instrument results were comparing within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.